Manufacturer narrative:
The customer reported problem was confirmed. Technical advised customer that the error could have been induced by a module that was taken off the 8015 or taken off during its self test. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement

Event description:
(B)(4). Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: biomed has a 8015 unit that has a error of 150.2100.5 in the logs only. Sn: (B)(4). Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: I let biomed know that any error ending in a .5 is a log only error. This error could have been induced by a module that was taken off the 8015 or taken off during its self test. Biomed ended call. (B)(4).